Manufacturer narrative:
Investigation pending.

Event description:
Customer reported a potential (B)(6) result for a labor and delivery patient . Confirmatory testing was performed and the result was (B)(6). There were no adverse patient outcomes reported.

Manufacturer narrative:
Corrective action / preventive action (CAPA) investigation (internal reference CAPA-(B)(4)) has been completed for further investigation of recurring false positive results when testing labor and delivery samples. CAPA-(B)(4) assessed the significance of the false positive rates to the safety and effectiveness of the test in pregnant and labor and delivery patients. Investigation conclusions made within the CAPA indicate that alere determine hiv-1/2 ag/ab combo produces results within the range expected as mentioned in the product pi and has performed similarly with another FDA-approved 4th generation test in a comparable field study. Based on the above, there is no evidence to suggest a product deficiency and the investigation is deemed closed. The trend will be further monitored and tracked.